Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the mid left anterior descending artery. A 3.5 x 19 mm graftmaster covered stent was implanted at 16 atmospheres (atms). It failed to seal the perforation; therefore, it was sealed with prolonged balloon inflation. No additional information was provided. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. No device problem found. There is no failure detected and device operated within specification. As this was previously reported, it must remain reportable. No investigation required.

Event description:
Subsequent to the initially filed 30-day medwatch report, the following information was received: the perforation was larger than the 3.5 x 19 mm graftmaster stent; therefore, a second device was required to fully seal the perforation. Prolonged balloon inflation was performed, resolving the perforation. There was no device malfunction. The 3.5 x 19 mm graftmaster stent performed as intended and did not cause or contribute to a patient effect. Because this was previously reported, it must remain reportable. Neither an adverse event requiring intervention nor a product problem occurred. No additional information was provided.